Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sternum closure, the needle broke off from the steel thread as a whole. Another steel suture with another lot number was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sternum closure, the needle broke off from the steel thread as a whole. Another steel suture with another lot number was used to resolve the issue. There was no patient injury.